Event description:
During a repair after delivery, a 3-0 vicryl CT-1 suture broke away from the needle, several sutures from the same lot number sbmcxt were tried and all broke away. A new box was opened with a different lot number and those worked as expected.